Event description:
A log review was requested for a reported overload of fluid. The IV fluid was prescribed at 40 ml/hr. The md was in the room at approx 1-2 pm and saw the pump at 40 ml/hr. Later in the day, approx 8 pm, the bag was found nearly empty and the pump had the rate at 400 ml/hr. Due to the fluid overload, the pt went into congestive heart failure and required lasix 40 mg x 1 dose and a follow-up chest x-ray. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No device returned, log review pending. The customer has provided event logs for eval. The customer reported that there was a breakdown in the process of quarantining the pump, so the event log may or not be for the pump involved in this event. A follow-up report will be submitted once the investigation has been completed.